Manufacturer narrative:
Complaint conclusion: during delivery of an 8 x 100mm 120cm smart vascular stent delivery system (sds) to the target lesion, the stent prematurely deployed within the delivery sheath. The device was exchanged and the procedure successfully completed with no reported patient injury. The site reported that they inspected the product packaging and noted no damage prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and no damages were noted. The sds was prepped according to the instructions for use (IFU). Details regarding the vessel characteristics were not available. The site reported that the locking pin was in place during the advancement of the sds towards the lesion. During the advancement of the device to the target lesion, the stent partially deployed before it had reached its¿ intended site. The device was removed and the procedure successfully completed with another device with no reported patient injury. When the device was removed from the patient, the site did not note any other product issue. One non-sterile pkg assy 8x100 smart vas 120cm was received coiled inside a plastic bag with a partially deployed stent. The device slider was noted to not be in its¿ original position. The stent was received partially deployed stuck inside of an unknown catheter sheath introducer. The outer member was received partially separated near the ID band. The locking pin was missing from its¿ original position and not received. No other discrepancies were found. Functional testing could not be returned since the outer member was separated. The outer length and usable length were measured and found within specification. Sem analysis revealed elongations at the separated sections of the outer member. These elongations presented evidence a plastic deformation related to an application of tensile force. In addition, the braid wire revealed evidence of reverse bending. Reverse bending or fatigue failures could be related tensile overload. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The "sds - deployment difficulty - premature/in patient-during advancement (peripheral)" event was not confirmed since the slider was not received in its¿ original position and the locking pin was not received. The exact cause of the reported event could not be conclusively determined. Handling and procedural factors may have contributed to the event. The cause of the separated outer member could be conclusively determined. However the evidence of elongation suggests that it was not manufacturing related. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the locking pin should be removed from the handle prior to deployment. It is difficult to draw a clinical conclusion between the device and the event based on the information provided. However based on the analysis of the returned device, there are possible procedural or handling factors (missing locking pin and device slider not in its¿ original position) that may have contributed to the premature deployment. This analysis also revealed evidence of elongations suggestive of an application of tensile force. Neither the device history record review nor the product analysis suggests that the reported events could be related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during delivery of the 120 cm. Smart control 8 x 100 stent delivery system, the stent pre-deployed in the delivery sheath before reaching the intended target lesion. The physician removed the device from the patient for positioning consideration. There was no reported patient injury. Another stent was used to complete the procedure successfully. The locking pin was reported to be in place during advancement towards the lesion. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information including target lesion information is available.